Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver was not giving readings. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Additional information: upon further review of the complaint, it was learned that the receiver displayed a white screen and was not giving readings. The customer complaint was downgraded to a non-complaint as no further event or patient information is available for a reportable event.